Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer' husband reported via phone call that they experienced high blood glucose level of 600mg/dl. The customer treated with bolus. Customer's blood glucose value was 600mg/dl at the time of the call. Customer's husband reported that the high blood glucose levels began on (B)(6) 2017. Customer's husband agreed to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Bolus history was found accurate. Customer's husband was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.